Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02313. It was reported that an existing pericardial effusion (pe) increased during the procedure. A left atrial appendage (laa) closure procedure was performed. Baseline transesophageal echocardiogram (tee) revealed a trivial pe. A non bsc radiofrequency (rf) puncture generator system was used for the transseptal puncture (tsp). The tsp was noted to be difficult with five attempts made prior to success. It was further noted they had to go even more posterior with the tsp. Two times when crossing they noted bubbles on the left side; when the needle and wire were advanced there were no signs of the wire in the left atrium. Once the tsp was successful, the watchman access system (was) was positioned in the laa and a 30mm watchman laa closure device & delivery system (wds) was advanced. The watchman laa closure device was deployed without issue. Post procedure it was noted that the pe was much larger than it was at baseline. No intervention was performed. No further patient complications were reported and the patient¿s status was fine. Tee performed the next day revealed the pe had resolved.